Event description:
The provider alleges that the hand control allegedly caught on fire and slightly burned the customer.

Manufacturer narrative:
The cause of the failure appears to be a damaged strain relief which caused the harness to fail; the pcb was unaffected. The product literature contains instruction to periodically check the hand control for visible damage.

Manufacturer narrative:
The device has not yet been made available for evaluation. Should further information or the device become available, a follow-up report will then be issued.

Event description:
The provider alleges that the hand control allegedly caught on fire and slightly burned the customer.